Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged during implant. As the physician began to retract the helix, it was noticed that the helix appeared to be bent under fluoroscopy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.